Event description:
Patient experienced a dislocation of the shoulder, with use of sedation, the joint was reduced.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.